Event description:
As reported by our affiliates in south korea, it was a case of an implant of a 20mm sapien 3 ultra valve, in aortic position by transfemoral approach. The valve was implanted with minimal aortic regurgitation and without annulus or coronary damage. One year and nine months post-implantation, the patient returned to the hospital presenting with shortness of breath. Transthoracic echocardiography revealed that the valve presented a peak velocity of 4.8 m/s, a peak/mean pressure gradient of 93/53 mmhg, respectively, effective orifice area of 0.65 cm2, indexed eoa of 0.415 cm2/m2 and ava for pressure recovery of 0.75 cm2. Leaflet motion appeared normal. Consequently, a valve-in-valve procedure was subsequently planned. The patient was discharged from the hospital with medication. As per medical opinion, the perceived root cause of the increased gradients was unclear.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint about stenosis was confirmed based on the medical records provided. Available information suggests patient factors (diabetes mellitus, chronic kidney disease) likely contributed to the event as patient had medical history of renal insufficiency/failure (ckd) and diabetes mellitus (dm). Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Updated section b5.

Event description:
As reported by our affiliates in south korea, it was a case of an implant of a 20mm sapien 3 ultra valve, in aortic position by transfemoral approach. The valve was implanted with minimal aortic regurgitation and without annulus or coronary damage. One year and nine months post-implantation, the patient returned to the hospital presenting with shortness of breath. Transthoracic echocardiography revealed that the valve presented a peak velocity of 4.8 m/s, a peak/mean pressure gradient of 93/53 mmhg, respectively, effective orifice area of 0.65 cm2, indexed eoa of 0.415 cm2/m2 and ava for pressure recovery of 0.75 cm2. Leaflet motion appeared normal. Consequently, a valve-in-valve procedure was subsequently planned. However, the patient refused to undergo another tavi implant and was discharged from the hospital with medication. As per medical opinion, the perceived root cause of the increased gradients was unclear.